Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl; cause was due to overestimating the amount of carbohydrates when delivering a food bolus. Customer required third party assistance in obtaining carbohydrates to address low bg. Carbohydrates were consumed to address bg.